Event description:
It was reported that a patient presented with failure to capture and low sensing noted on the patient's right ventricular lead. It was determined that the lead had dislodged. Corrective programming changes were made and the lead was explant and replaced on (B)(6) 2023. The patient was stable throughout.